Manufacturer narrative:
Insulin pump received with no down, up and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify device deficiency anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads, cracked case battery tube and missing display window cover. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had lost sensor signal and did not found alerts. No harm requiring medical intervention was reported. The device will be returned for analysis.